Event description:
During surgery for cytocele and rectocele using anterior and posteror repair and sacrospinous ligament fixation with pinnacle mesh, there was non-retrieval of the capio bullet needle tip from the 4th leg of the pinnacle.